Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was starting months ago the pts implanted neurostimulators battery was not working right. The patient used to charge their implant every 7 days but now it was only lasting 4 days. When the patient would start off charging their implant they would have a red line on the battery and it would not have any percentage and the controller would say it had 100% available. When they got done charging the implant to 100% they still had 40% to 50% left on the controller battery. Pt notified their rep about ins charge frequency and they said to reset the controller so they had been. Patient noted this morning they had no feeling of the implant at all and if they did have charge to their ins when they would arch their back they could feel a pulsation that it was working. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Pt noted they have called into this phone number before .

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.